Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, who was implanted on (B)(6) 2022, was being evaluated for stroke on (B)(6) 2022. During the night shift, the patient had an episode of ventricular tachycardia (vt) and was cardioverted with an external defibrillator. On their assessment, it was noted that one pupil was fixed and dilated and the patient was not responding to stimuli. Scans were to be done and log files were requested to see if they reflected possible ingestion of thrombus. Additional information was received that computed tomography (CT) scans and neurology exams showed the patient having a massive stroke, a showered clot throughout their body, and then went into multi-system organ failure. The patient's family decided to withdraw care. The patient passed away on (B)(6) 2022 at 13:30. There were no alarms and the vad was operating as intended. No device was to be returned.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome (3261). Manufacturer's investigation conclusion: a direct relationship between the device and the reported clot showered throughout the patient¿s body, stroke, multiple organ failures, ventricular tachycardia, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists arterial non-central nervous system/venous thromboembolism, stroke, cardiac arrhythmia, multiple organ failures, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient required synchronized cardioversion secondary to atrial fibrillation rapid ventricular response. Post the cardioversion they were back to paced rhythm and electrophysiologist was consulted for device interrogation. The patient did not have a history of arrhythmia before left ventricular assist device (lvad) implant and it was unknown if the arrhythmia in this event was thought to be device or therapy related. It was also unknown if it resulted in clinical compromise. The patient was also noted to have a questionable seizure like activity and was loaded with keppra (levetiracetam) and ativan (lorazepam) was administered with cessation of the seizure like activity. Anticoagulation and anti-platelets were held until head computed tomography (cth) was obtained as the patient was unstable to obtain the images. Cth was ultimately completed, and it revealed suspected diffuse ischemia with resultant edema in the bilateral mid-cerebral artery (mca) territories and a hyperdense left mca sign that indicated thrombosis. Question a small amount of left intraventricular hemorrhage. Left to right midline shift measuring 9 mm. The patient remained unresponsive with no cough or gag reflex appreciated and was unresponsive to painful stimulation. Doctors discussed the poor prognosis and decision was made by the family to place the patient on comfort measures only and turn off the lvad. Comfort measures only was initiated at 1156 with the family at bedside providing emotional support and the patient passed away at 1203.